Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2021-01678) indicates: additional mfg narrative type ¿ physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control found the devices therapy connector male pigtail connection on the therapy pcb was not fully engaged and locked in to be the likely cause of the reported issue. The connection to fully seated to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2021-01678) should indicate: additional mfg narrative type ¿ stryker evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker did observe internal connectors were slightly disconnected based on noticeable damage to the device that appeared to be from a fall. However, the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that device displayed the message "connect cable". In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control found the devices therapy connector male pigtail connection on the therapy pcb was not fully engaged and locked in to be the likely cause of the reported issue. The connection to fully seated to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that device displayed the message "connect cable". In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.